Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. While undergoing ablation with radiofrequency (rf) in right ventricular outflow tract (rvot), blood pressure drop was observed during ablation and cardiac tamponade was confirmed by echocardiography. Drainage by pericardiocentesis was performed. Blood pressure recovered after drainage. The patient was conscious. The patient returned to the ICU with the drainage bag for observation. Atrial septal puncture was not performed. Steam pop was not confirmed. The physician's opinion between the relationship between the event and the product is that it is possible that this event was caused by manipulation of optrell or qdot micro catheter, but the definite cause is unknown. No abnormalities observed prior to the use of the product or during use of the product. There were no error messages observed on biosense webster equipment during the procedure. The patient did not require extended hospitalization and reported to have fully recovered.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31245690l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).